Event description:
The customer reported false positive troponin I (access accutni) results and failed washed portion on the high sensitivity system check involving the unicel dxc 600i synchron access clinical system. Upon further investigation, the customer discovered the precision wash valve leaking fluid, and the home sensor had become corroded. The customer-supplied data indicated erroneously elevated troponin I results, above the normal reference range, for sixteen (16) patients on separate days. Subsequent analysis of the patient samples recovered lower results, within the normal reference range. The erroneous results were not released out of the laboratory. There was no patient impact associated with this event. There was no report of operator injury or adverse effect associated with the fluid leak. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report four of four.

Manufacturer narrative:
The field service engineer (fse) replaced the wash valve motor and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Quality control (qc) was within the customer's established ranges at the time of the event. All related medwatch reports associated with this incident: 2122870-2013-00026, 2122870-2013-00027, 2122870-2013-00028, 2122870-2013-00029.